Event description:
When the physician opened the product box and began to open the sterile inner package he noticed that the seal was open. When the package was removed, it was noticed that the outer sheath was broken and the stent was partially deployed. There was no mishandling of the device and the device was properly stored. The product was not used in the pt.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.